Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the non-dependent patient presented to the operating room with a case of infection. The physician successfully extracted the patient¿s implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and right apical lead. The patient was stable throughout the procedure and will continue to be monitored. No further information was available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.